Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion out of the corporal bodies. The ipp was explanted, and there were no additional patient complications reported.